Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the pump stopped all insulin delivery. The customer's blood glucose level was impacted (elevated). The customer did not have alternate insulin therapy available at the time of the event. The customer stated that she would obtain alternate insulin therapy from her health care provider.